Manufacturer narrative:
Device investigation found mechanical damage at the distal end of the conductive link. This damage was most likely caused, inadvertently, during implantation surgery since no access to sound with the device was observed at the first fitting. The patient has been re-implanted. This is a combined initial and final report.

Event description:
The patient did not have any benefit from the device at first fitting. The device has been explanted.